Event description:
The customer stated an architect i2000sr analyzer generated a falsely decreased tsh result for one patient sample. The architect generated an initial tsh result of 4.31 miu/l. The sample was repeated at another facility using the elisa technique and a tsh result of 10 miu/l was generated. The sample was then repeated on the architect and tsh results of 16 and 18 miu/l were generated. The falsely decreased tsh result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. The customer reported that for one patient sample an initial result of 4.31miu/ml was obtained. The sample was sent to a reference laboratory for testing using the elisa technique and a result of around 10miu/ml was returned. The customer then repeated testing on the architect instrument and a result of 16miu/ml was obtained. The customer was advised the sample was required to be centrifuged and the testing repeated. A result of 18miu/ml was obtained after centrifuging the sample. The customer stated that it was noted that a bubble was present in the patient sample prior to repeating the testing. However it is not clear if the bubble was present during the initial testing. Accuracy testing met all validity and acceptance criteria. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.